Event description:
It was reported the patient started to feel pain and withdrawal symptoms on (B)(6) 2015 and a bolus of 0.2 mg was not effective. The patient was hospitalized with withdrawal symptoms on (B)(6) 2015. The pump was interrogated, but telemetry with pump logs was impossible; the bar progressed until "the middle" then a reposition telemetry head message occurred. Attempts with other physician programmer was unsuccessful. Telemetry without the pump logs could be performed. An ultra sound was performed and the pump had not flipped. The pump was refilled, and the residual volume corresponded with what was aspirated from the reservoir. The patient remained hospitalized on (B)(6) 2015 and was receiving oral and parenteral morphine. A single bolus was programmed (unknown dose) and had no effect. The patient administered their own bolus with their personal therapy manager (ptm) with no effect. A decision was made to change/replace the pump on (B)(6) 2015. It was noted in the initial report, the catheter was permeable upon disconnecting the pump (good cerebrospinal fluid (csf) reflux). However, additional information received stated, "no good csf backflow when the pump was replaced in february". It was unclear if there was good or "no good" csf flow. Symptoms reported; underdose symptoms, restless legs, anorexia, anosmia and less than 50% therapy relief. The outcome of the event was not reported. The patient was listed as "alive - no injury". The pump was used to deliver morphine. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was requested related to how the motor stall was identified because interrogation of the pump not possible. It was reported the stall was identified due to analysis performed by the manufacturer. Additional review identified the manufacturer representative had referred to a previously reported event (MFR. Report 3004209178-2014-22511) and was not related to this pump. It was additionally reported that the patient had no activity related to scuba diving nor were they in an low-pressure environment.

Manufacturer narrative:
Analysis summary was updated. The pump was received for analysis and the pump reservoir had 16 ml of yellowish fluid removed. The pump was running in simple continuous infusion mode with pa dosing active. Pump memory logs were gathered with no anomalies noted. The analysis lab tested telemetry distance and pump log gathering during this process. The analysis lab was not able to confirm that collecting pump logs during telemetry/interrogation with the clinician programmer was impossible. Analysis confirmed that gathering the pump logs was able to be done. Analysis noted the clinician programmer programming head had to be repositioned during this process and the logs were gathered during analysis. In preparation for dispense testing, the pump was filled and during the filling process the pump had a vacuum and "sucked" in the fluid from the syringe. The back shield of the pump was concaved. During dispense testing, the pump reservoir pressure was too low, out of spec and failed with an under infusion test result. Side-view x-rays showed that the pump had little-to-no propellant. Also noted was a slight dent in the back shield near the suture loop. A program manager and engineer looked at the dent and the conclusion was that the dent was considered superficial. The pump reservoir was emptied and the pump was weighed ((B)(4)). A hole was punched in the pump back shield using a hole punch and the pump was placed in a body temperature oven. They waited 15 minutes to give any residual propellant time to evaporate and the pump was again weighed ((B)(4)). The hole punched in the back shield caused a release in vacuum and the shield was no longer concave. Medtronic, inc. (Medtronic) is submitting

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient reported to their healthcare professional (hcp) they had increased pain and underdosage. The patient also noted they felt nervous and could stay calm but, had to move. The patient also could not eat anything for the past 2-3 days. The patient noted the last time they had same symptoms "we had to change the put". It was unclear what this statement meant. The patient had an unscheduled clinic/office visit, also listed as an urgent care visit. The pump was interrogated and the interrogation was reported as abnormal as the diary could not be accessed. A "strange message" also appeared on the physician programmer. The hcp decided to "feel out the put and refuel without problem" and the diary was still not accessible. After the hcp discussed the event with a manufacturer representative, it was decided to replace the pump. An unrecovered motor stall was noted. The patient was listed as "alive - no injury" and the event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there was good csf backflow on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found a fluid path propellant anomaly occurred due to a manufacturing issue. (B)(4).